Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was 90% stenosed with a significant bend of less than 45 degrees. A 2.50 x 20mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the stent strut was damaged when the catheter was advanced to the lesion. The procedure was completed with a different device. There were no patient complications reported.